Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2017 due to suspected gastrointestinal bleeding per rectum. A colonoscopy indicated that there was no obvious source of bleed. Hematocrit (hct) on admit was 27%. Hct on day of discharge was 26%. No blood products during admission were initiated. No additional information was provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.